Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to the customer's blood glucose level. The customer changed out the cartridge and infusion set to address the issue.